Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in-clinic, oversensing and pacing inhibition were noted on the right ventricular (rv) lead due to noise. The rv lead was successfully explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The reported events of oversensing and pacing inhibition due to noise were confirmed, and the cause of this event was isolated to external insulation abrasion which is consistent with friction to the device can.